Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Patient height reported as (B)(6) feet. (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: january 21, 2008 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an expert (ex-) tibial nailing procedure on (B)(6) 2016. The procedure was conducted under radiolucent triangle with the patient's knee positioned at a 45-degree angle. After inserting the nail and four (4) locking screws, the surgeon was unable to disengage the connecting screw from the insertion handle. It was noted that the connecting screw had jammed inside of the handle at the proximal end of the tibial nail. Several attempts were made to remove the instruments with the use of a ball hexagonal screw driver, but the attempts were unsuccessful and resulted in the breakage of three (3) drivers. The surgeon made the decision to remove the locking screws and back the nail out from the patient's tibia. The construct was taken to the back table where the instruments were finally able to disengage from the nail. The same implants were then successfully re-inserted with the use of the same instruments without repeated issue. During the reaming of the tibial canal, it was noted that the flexible shaft connector came part into three (3) components. An alternate shaft was available for use to complete the procedure. Due to the intra-operative issues, the procedure was prolonged by one (1) hour. Concomitant device(s) reported: ex-tibial nail (part/lot numbers: unknown, quantity: (B)(4)) and locking screws (part/lot numbers: unknown, quantity: (B)(4)). This report is 1 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was completed: on cannulated connecting screw for standard insertion handle (part 03.010.044, lot ur85022) was received with deformation to the threads that mate with the nail. The threads show some nicks and rough edges. The screw recess shows wear and dents consistent with having be subject to significant force. The balance of the device is worn but in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, this device is intended for use in to attach the standard insertion handle with the desired nail. As the reported procedure was a tibial nail, the titanium cannulated tibial nail technique guide was reviewed and addresses recommended use. A review of the current design drawing / manufactured revision was performed. The single design change was to shorten the thread length and, as the condition was the result of damage to the threads, this would not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Unable to determine a definitive root cause. The failure mode is consistent with cross threading and excessive torque resulting in a damage thread form. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.